Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 451 mg/dl following a sensor pairing delay. The user entered a manual blood glucose reading and reconnected the sensor, after which the ilet resumed dosing corrections and glucose levels began trending downward. No outside medical intervention was required.